Event description:
Spoke with patient stating that ms3 pump on 452605 ((B)(6) 2019) did not deliver medication last night and she woke up with slight wetness around her site. Pt immediately changed set and now is infusing properly. Sending new ms3 pump for delivery to home address for (B)(6) 2018. Did the pt experience any adverse effect due to the pumps malfunction? No. Reported to (B)(6) by patient/caregiver. Dose or amount: 91.25nkm, frequency: continuous, route: subcutaneous. Dates of use: from (B)(6) 2018 to current. Diagnosis or reason for use: pah.